Event description:
It was reported that a savina device (unknown serial no.) Automatically shut down, causing the patient's blood oxygen saturation to drop. No serious injury was reported. The device was replaced the ventilator by another one. Due to limited information (no log, no serial no.) A stop of ventilation could not be excluded.

Manufacturer narrative:
It was reported that a savina device (unknown serial no.) Automatically shut down, causing the patient's blood oxygen saturation to drop. No serious injury was reported. The device was replaced the ventilator. The investigation was based on the reported information. No serial number was submitted, therefore no logfile was available for detailed analysis. After confirmation from the service team onsite, no draeger service was involved. A possible root cause of the reported restart could be related to worn out batteries, e.g. A loss ac main during ventilation and / or insufficient capacity of internal battery or not fully charged batteries during a transport use case with worn out batteries. If the savina is switched on with discharged batteries or batteries are worn out, the timespan between the " internal battery activated", the "int batt. Low" and "int battery discharged" alarms could be shortened. If no device check before use was performed, like stated in IFU, the discharged battery could not be detected before ventilation starts. This could lead to immediately power loss after a short usage period. A worn out and/or deepl discharged internal battery can cause device restarts with device failure 40.2000 when in use with ac supply as savina periodically checks operation on internal battery for approximately 500 ms. When the battery is completely discharged, the system shuts down and generates an acoustica power supply failure alarm. If ac mains is available, the system reboots immediately in both cases. During reboot the pneumatic system will open, which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart ventilation continues immediately with previous settings at the latest after 12 sec. Worn out batteries needs to be replaced. Due to the limited information a stop of ventilation could not be excluded. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept.

Event description:
It was reported that a savina device (unknown serial no.) Automatically shut down, causing the patient's blood oxygen saturation to drop. No serious injury was reported. The device was replaced the ventilator by another one. Due to limited information (no log, no serial no.) A stop of ventilation could not be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.